Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. A maquet sheath and a non-maquet sheath were also returned along with the insertion components. - the returned maquet sheath was measured and found to be within specification. - the one-way valve was vacuum tested and it held vacuum. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
During insertion of an iab catheter, severe resistance was felt while the customer tried to pass the .035 inch sheath through the guide wire. A tumor ensued requiring the customer to stop the bleeding. Usage of the iab catheter was terminated and the patient was subsequently transferred to another hospital without iabp therapy.

Manufacturer narrative:
The device was returned to the manufacturer however, at this time, it has not been evaluated. When an assessment of the affected product is complete a supplemental report with additional findings will be provided. (B)(4).

Event description:
During insertion of an iab catheter, severe resistance was felt while the customer tried to pass the .035 inch sheath through the guide wire. A tumor ensued requiring the customer to stop the bleeding. Usage of the iab catheter was terminated and the patient was subsequently transferred to another hospital without iabp therapy.